Event description:
It was reported that the patient presented for an implant procedure. After the procedure, the right ventricular lead exhibited failure to capture. The right ventricular lead was explanted and replaced on the same day in a separate procedure. No patient consequences were noted.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. Final analysis found a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.